Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16 in prn ec slm npvc leaked with power injector the hospital's radiology department reported that the isolation plug leaked blood and fluid during the use of the product. The patient was hiv-positive and had severe blood leakage. Claims need to be settled, a complaint reply letter is required, and a complaint receipt letter is required. Defective products cannot be returned, and photos are provided. Additional information from the sample photo email: the incident occurred during high-pressure injection (less than 300 psi), with blood leaking from the isolator plug. The isolator plug did not dislodge. No occupational exposure was reported.

Manufacturer narrative:
1. The customer returned 1 photo but did not return the defective sample. The photo shows that the septum of the sample has been displaced and there is blood seepage. 2. DHR/bhr review (lot#5048533): 1) this batch of products were assembled at intima ii auto line 4 in mar 2025 and packaged at r240 & cfs package line in mar 2025. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, the test is passed, and no abnormality is found at the sample. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every 12 hours and when changing product gauge to ensure the effectiveness of the inspection. 5. Sku 383062 is a product with y pp connector, which has never been declared to be used for high-pressure injection, it is recommended customers to use the appropriate product for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. As this product (sku 383062) has never been declared to be used for high-pressure injection, the root cause of the displacement of the septum and the leakage cannot be confirmed to be related to production.

Event description:
No additional information is available.